Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 54.1 mm abdominal aortic aneurysm. The aortic neck was 25.4 mm in diameter proximally and 28.5 mm distally with a length of 28.5 mm. The left common iliac artery was 17.5 mm in diameter and distally it was 16 mm with a length of 35 mm. The patient had challenging access through the external iliacs. It was reported that the patient presented emergently with a cold left leg. CT revealed kink and occlusion. The acute angle of the lcia from the aorta led to late kinking and occlusion. Thrombus propagated proximally toward the flow divider as usual with an occluded limb. The physician placed a fem-fem bypass to restore blood flow to the affected leg. No additional clinical sequelae were reported and the patient is fine. A review of returned films pre-implant cta's revealed that the proximal neck was angulated 75deg a-p, and approximately 25mm in diameter just below the renals. The maximum aaa diameter measured 5.6cm and contained thrombus. The origin of the right common iliac artery was fairly straight, however, the left common iliac artery origin was acutely laterally angulated at the takeoff. Both iliacs were calcified. Films 2-weeks after implant showed that the bifurcate was positioned just below the renals. The bifurcate and extension were placed into the right common iliac, and the contra limb into the left common iliac. Beginning at the bifurcate flow divider, the left contra limb is completely occluded. At the take-off of the left common iliac, the contra limb is acutely angulated (kinked) and the stent graft lumen is narrowed. The limb opens distal to the kink but remains occluded. Images post fem-fem bypass were not provided.